Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon also reported the pt having a history of retina issues and thinks this is the most likely cause of the outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/22/2010 and 12/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).